Event description:
Information was received from a distributor reporting that during implantation of the left lead, a connectivity failure was identified at poles 4 to 7 during intraoperative testing. It was necessary to open a new lead to ensure system integrity and stimulation effectiveness. Issue was resolved.

Manufacturer narrative:
Continuation of d.10.: product ID: 977a275, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 21-mar-2029, UDI#: (B)(4). H.6. Codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that ¿during the connectivity check between the [implantable neurostimulator (ins)] and the [lead], a nonconformity was detected, resulting in significant changes in the impedance values of the corresponding poles.¿ the physician removed the lead from the ins and repeated the connecting procedure; however, the nonconformity persisted. It was noted that the lead was also tested on another generator, but the same result persisted. It was stated that an exact cause of the failure could not be identified. The lead was replaced and ¿connectivity was found to be adequate, with normalization of the impedance parameters.¿ there remained no complications reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.